Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the rear handle of the bifurcated stent graft¿s delivery system was breaking away prior to use and came off when the nurse attempted to flush the delivery system. The physician clicked it back in place, and then used the device to successfully implant the stent graft. The physician felt the device was okay to use after the rear handle was clicked back in place. This event did not result in any injuries to the patient.

Manufacturer narrative:
(B)(4). Results, conclusions: insufficient information; cause is unknown, using a damaged device.